Event description:
It was reported that this right ventricular lead exhibited high, out-of-range pacing impedance on two instances, approximately six months apart. The presenting electrogram was unremarkable. A boston scientific technical services consultant suggested system evaluation and potential replacement. No adverse patient effects were reported. This device remains in service.